Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and found to have lodged reload pieces in the I-beam assembly. The instrument was placed on an in-house system and passed initialization on three of three attempts. System logs confirmed six hi drivetrain friction initialization failures. There was no visible damage to the instrument. The I-beam assembly was extended, and the reload pieces were found to be lodged inside. The complaint was confirmed by failure analysis. The probable root cause is attributed to loosen staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
It was reported that the sureform 60 reload came as a discrepant RMA. No known impact or patient consequence was reported.